Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that after 2 months of support on the lvad, the pt was readmitted due to elevated lactate dehydrogenase (ldh) levels and dark urine. The pt was given tissue plasminogen activator (tpa) and the ldh level decreased. The pt remained hospitalized for hemolysis and received a pump exchange.

Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. The attached user facility report# (B)(4) was received from the (B)(6) registry. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.